Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had keys on keypad unresponsive issue. There was no patient involvement.

Event description:
It was reported that the device had keys on keypad unresponsive issue. There was no patient involvement.

Manufacturer narrative:
Additional information: imdrf annex a, g, b, c and d grids and manufacturer narrative (chr, DHR and shr) it is confirmed that the file is not reportable after investigations though it was initially stated as reportable based on the reported issues a review of the complaint history for sn (B)(6) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 06sep2018. The review was performed from the date of manufacture to the present date 01jul2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(6) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.